Event description:
This is a case report received by baxter (B)(4) from a pharmacist regarding a solution administration set that disconnected at the level of the chamber. The reported stated that the disconnection occurred just above the chamber. There is no clinical consequence for the patient. The reported issue was observed once the infusion started. The set has been replaced by another one. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned an actual sample for evaluation. A batch review was performed on the reported lot and no deviations were noted. The reported condition was confirmed by visual examination. It was determined that this reported condition is linked to the chamber/filter, which is a raw material purchased from an external supplier. Baxter's manufacturing process requires the assembly of the chamber/filter to the tubing. A supplier corrective action report (scar) was sent to the supplier to investigate the issue and put in place the appropriate corrective action. This statistical leak test control at (B)(4) will include all the chambers that are purchased from this supplier. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is reported to be available. If the sample is returned and evaluated, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.